Event description:
Consumer reported complaint the true metrix meter was "defective." Customer states that meter is just not working for her when she tries to test, and she took it to the pharmacy to see if they can help her and was advised to call manufacturer. The customer feels well and did not report any symptoms. No further details were provided.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to the pharmacy for assistance meter and test strips were not returned for evaluation - customer returned replacement meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on (B)(6)2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated her previous meter was not defective and she was shown how to use it. Customer stated she returned the new meter unopened and kept her original meter and did not want another replacement.